Manufacturer narrative:
One silicone - bivona tube was returned for analysis. The returned device was reviewed according to the customized tier 1 template specifications and also to the customized drawing . The device shaft is formed using wet tubing and a customized forming rod for the specific patient. The forming rod noted in the DHR that was used was the correct rod for this order. The device was then placed against the manufacturing drawing mentioned above. When the neck flange is flush, the curvature of the device does extend past the allowable +/-1 degree tolerance. This may occur when the shaft is positioned inside the neck flange during manufacturing, it is not positioned at the correct location creating the radius of the curve to be slightly too close or too far from the neck flange resulting in the curve being out of spec.

Event description:
Information was received that the bivona tracheostomy tube had the incorrect curvature of the cannula. No reported adverse effects.